Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("inflammation on pelvis") and polyarthritis ("inflammation on joints of ankles and shoulder") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("unbearable pain during insertion/ strong and intense pain in pelvis like labour contractions during insertion"), procedural vomiting ("vomiting during insertion") and procedural dizziness ("dizziness during insertion"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), pelvic pain ("intense pelvis pain, sometimes unbearable"), arthralgia ("sacroiliac pain with difficulty to move/ intense pain in joints of shoulders, knees and ankles"), menorrhagia ("abundant vaginal bleedings on menstrual cycle"), pulmonary sensitisation ("hypersensitivity on lungs"), headache ("headaches"), fatigue ("tiredness") and malaise ("general malaise"). The patient was treated with analgesics and physical therapy (bandages and stay in complete rest). At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia, pulmonary sensitisation, headache, fatigue and malaise had not resolved and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered arthralgia, fatigue, headache, malaise, menorrhagia, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting and pulmonary sensitisation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("inflammation on pelvis") and polyarthritis ("inflammation on joints of ankles and shoulder") in a (B)(6) year-old female patient who had essure (batch no. 761428) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("unbearable pain during insertion/ strong and intense pain in pelvis like labour contractions during insertion"), procedural vomiting ("vomiting during insertion") and procedural dizziness ("dizziness during insertion"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), polyarthritis (seriousness criterion medically significant), pelvic pain ("intense pelvis pain, sometimes unbearable"), arthralgia ("sacroiliac pain with difficulty to move/ intense pain in joints of shoulders, knees and ankles"), menorrhagia ("abundant vaginal bleedings on menstrual cycle"), pulmonary sensitisation ("hypersensitivity on lungs"), headache ("headaches"), fatigue ("tiredness") and malaise ("general malaise"). The patient was treated with analgesics and physical therapy (bandages and stay in complete rest). At the time of the report, the pelvic inflammatory disease, polyarthritis, pelvic pain, arthralgia, menorrhagia, pulmonary sensitisation, headache, fatigue and malaise had not resolved and the procedural pain, procedural vomiting and procedural dizziness had resolved. The reporter considered arthralgia, fatigue, headache, malaise, menorrhagia, pelvic inflammatory disease, pelvic pain, polyarthritis, procedural dizziness, procedural pain, procedural vomiting and pulmonary sensitisation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-sep-2017 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed 60 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2017: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with fu information. This case was found to be a duplicate of case ((B)(4)) MFR # 2951250-2017-03686. On 02-oct-2017: aemps number received.